Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. The reported asr devices have been discontinued/obsolete and will not be investigated further. Refer to wwcapa (B)(4), mdd CAPA-(B)(4). A search of the complaints databases and/or review of device history records against the femoral stem was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Asr revision reported via sales rep; asr xl; left hip; revision/mechanical loosening of internal prosthetic joint - stem. Also, dislocation and pain; patient was born (B)(6).